Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Upon arrival, the fse observed a note on the iabp unit that states "broken." The fse reviewed the iabp log files and observed an "autofill failure code #37 0x5 fill fail shuttle purge timeout" alarms. The fse was unable to duplicate the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during in-service training, the cardiosave intra-aortic balloon pump (iabp) displayed autofill failure. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10